Event description:
Customer reported receiving high readings on their freestyle blood glucose monitor. Customer then reported having incoherent speech and feeling cold and sweaty. She later reported losing consciousness and entering into a diabetic coma. An ambulance was called, and a lower reading was obtained while in the ambulance on an unk brand of glucose monitor. Customer was diagnosed with hypoglycemia and was treated in the emergency room to stabilize glucose levels; exact treatment administered is unk.

Manufacturer narrative:
The customer's products have been requested back for an investigation.